Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; pfc*sigma tc3 fem left sz5; unknown knee tibial insert component; unknown knee patella component; smartset mv 40g ¿ eo 3122040 x 2; universal stem 115x14mm fluted; sigma fem adapter 7 degree; sigma fem adapter neutral bolt; universal fem slv dis por 40mm.

Event description:
Subject ID: (B)(4). Dots clinical notification received for revision related to loosening of femoral component. Doi: (B)(6) 2009 ; dor: (B)(6) 2018. (Left, knee).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.